Event description:
Customer reported the unit shut down while providing therapy. Reportedly, customer observed an error code message of machine and proximal pressure sensors failed displayed when unit failed. There was no harm to the patient or the user.